Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several inappropriate anti-tachycardia pacing (atp) and some inappropriate electric shock due to possible supraventricular tachycardia (svt). Programming options were discussed and recommended. Currently, this ICD remains in service and no additional adverse patient effects were reported.